Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy due to supraventricular tachycardia which was diagnosed as ventricular tachycardia. Review of session records revealed that the device acted according to programmed settings. Programming changes were made. Patient was in good condition.